Event description:
It was reported that a tandem mobi cartridge alarm occurred. Customer¿s blood glucose level did not exceed 500 mg/dl, and therefore there was no adverse impact. Customer reloaded the same cartridge and resumed insulin successfully after contacting cts.